Event description:
It was reported that bd nexiva diffusics leaked at the junction between the adaptor and the tubing. The following information was provided by the initial reporter: new 22g diffusics placed in patient forearm. Upon successful placement, line flushed and observed to be leaking where clear leg enters hub. New IV had to be placed. Leaking diffusics was saved if needed. No adverse events or serious injury to patient or hcp.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.